Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The reported event of a blank display and a speed drop was able to be confirmed via the log file and it was able to be reproduced in the complaint lab. A log file was downloaded from the console for review. A review of the downloaded log file showed an ifd-shutdown (display dark) sub fault active on (B)(6) 2019 at 22:00. The sub fault triggered a ¿system alert: s3¿ and a ¿set pump speed not reached: m5¿ alarms. The speed dropped from 4300 rpm (flow of 4.4l pm) to 3170 rpm with 0 lpm of flow displayed. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen of the primary console turned black while operating. No further information was provided. Abbott made the decision on august 8, 2019 to initiate a voluntary recall, therefore, this event is being upgraded to reportable.